Event description:
On the event date, the distributor reported that during a one week post-op follow-up, it was noticed on x-ray that the screw/ring was loosening. The surgeon commented that there was no extra pressure when the screw was implanted in 2008. The screw looks as though it penetrated the vertebral body. There was no info provided whether the surgeon plans to revise. There is no report of pt injury. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Device has not been explanted. Device is still implanted. Device manufacture date is unk. Investigation pending.